Manufacturer narrative:
(B)(4). Concomitant medical products: tibia cemented 5 degree stemmed left size d item # 42532006701 lot # 63331171. Articular surface fixed bearing (ps) left 13 mm height item # 42512400513 lot # 63074176. All-poly patella cemented 32 mm diameter item # 42540200032 lot # 63314581. Stem extension tapered cemented 14 mm diameter +30 mm length item # 42557000114 lot # 63351463. Palacos rg 1x40 single item # 00111314001 lot # 82794471. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06573, 0001822565-2018-06574, 0002648920-2018-00838. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty; subsequently the patient is experiencing tightness and cannot bend knee all the way, pain and a clicking noise.

Event description:
It was reported that patient underwent left total knee arthroplasty; subsequently the patient is experiencing tightness and cannot bend knee all the way, pain and a clicking noise.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Medical records were provided and reviewed by a health care professional. Review of the available records from the initial surgery identified no complications. Review of the patient call report identified the patient was experiencing pain, inability to fully flex the knee, and a clicking noise. Per the persona knee system package insert (87-6204-022-023, rev. A), pain and poor range of motion are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.